Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and unknown suture was used. During the procedure, the needle separated from the suture. It is unknown how procedure was completed. There were no adverse consequences for the patient reported. Additional information has been requested.